Manufacturer narrative:
The following sections have corrected information: type of investigation: 10, testing of actual/suspected device; 4109, historical data analysis; 3331, analysis of production records investigation findings: 3252, fracture problem investigation conclusions: 4307, cause traced to component failure the broken device reported was likely the result of excessive bending forces applied to the device, causing crack initiation, propagation, and ultimate brittle fracture of the tip.

Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that this drill shaft snapped into two pieces during surgical use. Drill shafter broke into two pieces while drilling the cup. The pieces were then removed from the patient and placed on the back table. No delay to surgery. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (h3) based on historical complaint investigations and the reported event, the broken device reported may have been the result of excessive bending forces applied to the device, causing crack initiation, propagation, and ultimate fracture of the device. However, this cannot be confirmed as the device was not available for evaluation. Section h11: *the following sections have corrected information: (d2a) product code: lxh (d2b) common device name: orthopedic manual surgical instrument.